Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. The customer treated with infusion set change and insulin from the pump. The customer stated that she had difficulty with the needles and had some occlusions. The customer declined to troubleshoot for high readings. The product was not returned for analysis.